Event description:
Percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. The lesion morphology was unknown. An intravascular ultrasound (ivus) catheter was used to observe an implanted stent, which was confirmed to be incompletely expanded. The physician attempted to withdraw the ivus catheter and resistance was met. Fluoroscopy was used and it was verified that the ivus catheter was stuck on the stent. A guidewire was inserted aiding in the successful removal of ivus catheter. Post-dilatation was performed to expand the stent and the procedure was completed. The patient is reported to be in "fine health".

Event description:
Percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. The lesion morphology was unknown. An intravascular ultrasound (ivus) catheter was used to observe an implanted stent, which was confirmed to be incompletely expanded. The physician attempted to withdraw the ivus catheter and resistance was met. Fluoroscopy was used and it was verified that the ivus catheter was stuck on the stent. A guidewire was inserted aiding in the successful removal of ivus catheter. Post-dilatation was performed to expand the stent and the procedure was completed. The patient is reported to be in "fine health".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. Visual analysis of the returned unit found the male/female luer connection was detached and the imaging core was outside the sheath assembly, this likely occurred during the process of freeing the device. The imaging core was able to be inserted back into the sheath assembly. One hub wing was observed to be bent; resulted from handling and appears to be unrelated to the reported issue. Kinks were observed in the sheath assembly and imaging window and the guidewire exit port was lifted and ripped. A test guidewire (0.014") was inserted into the exit port and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, and the anatomical and procedural factors encountered during this procedure, the root cause of the catheter stuck in stent issue has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B)(4) - stuck in stent.